Event description:
The m.blue valve that was the subject of the complaint was implanted on: (B)(6) 2025 and explanted on: (B)(6) 2026. Complaints: overdrainage and adjustment problems. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection. During the investigation, scratches and discoloration on the surface of the housing, were determined. Permeability test. A permeability test has shown that the m.blue is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. The results show that the m.blue is operating within the specified tolerances in both position. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m. Blue. Results in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried organic deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine that the m. Blue is not adjustable. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned item is complete with the preparation of this report.